Event description:
Reportedly, during incoming inspection at the distributor on 6 june 2019, damage was observed on the outer box of the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190801 - file-2019-02055 - analysis_and_closure_report_resp-2019-01014.pdf].

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, damage was observed on the outer box of the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.